Event description:
Certified diabetes educator contacted dexcom technical support on (B)(6) 2015 to report a missing / detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the arm, which is considered off label use. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The certified diabetes educator did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of possible missing sensor wire cannot be confirmed. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).